Event description:
It was reported by the nurse that her patient was started renasys go "a couple of weeks ago" and that they have been having problems with the wound vac as it has not been working." She reported that first within the last four to five days, she had noticed that the device "was not really sucking much," only has had fluid in tubing only and not pulling through into the canister. Then indicator showed full blockage alarm. She stated she did try to troubleshoot and even changed the dressing and while performing dressing change, she noticed maceration around the peri-wound area (an unspecified type of wound). The nurse reported that the dressing was not raisin-like in appearance or firm to the touch, as well as the soft port while the device was still on. This nurse went over with her basic guidelines in troubleshooting full blockage alarm per clinical guideline. The nurse replied she doesn't have the device in front of her as it was removed yesterday when device stopped working. Nurse has decided she will call their specific rep. No additional information provided.